Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a system checkout on the navigation system. System passed all testing and is functioning normally. Medtronic representative reported that when the suspected navlock tracker was evaluated, the navlock tracker had no issue with tracking and the geometry was around 0.11. The suspected navlock tracker has not been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure with the use of navigation system a violet navlock tracker was flickering in and out of tracking view. Site switched to another navlock tracker and had no issues with tracking. The procedure was completed with the use of navigation system. There was a delay of approximately 3 minutes. No impact on patient outcome.